Manufacturer narrative:
The lot history, trend analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 3 of 3.

Event description:
During phaco there were white particles present. The surgeon removed the particle from the eye with a forceps.